Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2022 and the barbed suture was used. During surgery, the suture was fixed with figure-four stitch applied when starting, and the fixation tab was broken. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Additional information was requested and the following was obtained: lot number? No further information is available. Did the fixation feature not engaged in tissue? Yes it did, but only when started suturing. Was the fixation tab intact when the suture was placed in the patient yes, it was. If further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.